Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2007, due to hyperglycemia. It was reported that at 07:30, prior to the event, the patient reported his blood glucose was 209 mg/dl, no insulin or food was taken at that time as the patient was nauseous. He stayed home from school and went back to bed. At 09:00, he began vomiting; he drank 8 oz of regular ginger ale and went to bed without checking his blood glucose. He reportedly vomited again and drank another 8 oz of regular ginger ale. At 09:45, his blood glucose was 345 mg/dl for which he bolused 10 units. His stomach was still upset and he drank more ginger ale. At 10:45, his blood glucose was 390, no bolus was taken. At 13:00, his blood glucose was 430, he bolused 20 units and at 14:00, he was at 450 and bolused another 20u. At 14:30, his meter began reading "hi", he changed out his infusion set and bolused another 7 units. Four hours later ,at 19:00, his meter still read "hi" and another 15u was programmed and received. At 20:00, he was transported to the hospital and was treated with an insulin drip. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.